Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer also report that the customer alleging possible pump under delivery. The customer¿s blood glucose was 600 mg/dl at the time of incident and current blood glucose is 330 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer state that drive support cap appears normal. Customer state that there was no leak and air bubble along the tubing length. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.